Event description:
During a percutaneous nephrostomy with fluoroscopic guidance, a 0.038 / 150 cm. Nitonol guidewire with hydrophilic coating was inserted through a 18 guage percutaneous access needle. As the guidewire was pulled back to re-direct to the correct location within the kidney, resistance was felt. The guidewire was removed with some resistance and a new one was inserted through the same needle. Resistance was met when pulling the wire back into the needle. A third guidewire was used and the resistance was felt again. Ultimately, a nephrostomy tube was placed in the renal pelvis. Three weeks later a percutaneous lithotripsy was done and four days after that a nephrostogram was performed. On the scout film, a foreign body was seen in the distal ureter. Under general anesthesia, the foreign body was removed. The urologist identified the foreign body as the hydrophilic coating that is over the guidewire. The pathologist identified the specimen as "four threadlike fragment 1 cm to 4 cm in length, and a tan-white fragment-0.5cm."

Event description:
During a percutaneous nephrostomy with fluoroscopic guidance, a 0.038 / 150 cm. Nitonol guidewire with hydrophilic coating was inserted through a 18 guage percutaneous access needle. As the guidewire was pulled back to re-direct to the correct location within the kidney, resistance was felt. The guidewire was removed with some resistance and a new one was inserted through the same needle. Resistance was met when pulling the wire back into the needle. A third guidewire was used and the resistance was felt again. Ultimately, a nephrostomy tube was placed in the renal pelvis. Three weeks later a percutaneous lithotripsy was done and four days after that a nephrostogram was performed. On the scout film, a foreign body was seen in the distal ureter. Under general anesthesia, the foreign body was removed. The urologist identified the foreign body as the hydrophilic coating that is over the guidewire. The pathologist identified the specimen as "four threadlike fragment 1 cm to 4 cm in length, and a tan-white fragment-0.5cm."